Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-dec-2019 from the patient who initially stated that he had been fighting an infection ¿for about a year¿, but then confirmed he was talking about his current pump stating that he had the pump implanted for about 3 months (relative to (B)(6) 2019) and then it started to get swollen. He stated that he had gone in for a second opinion and that ¿one area is popped open and there is something snow white in there at the bottom of the wound besides the pump¿. The patient was wondering what color the casing of the pump was. The patient stated that he might go to the ER (emergency room) tonight ¿due to this because it¿s not good¿. The patient was wondering who the ER people could call if they had questions. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-jan-2020 from a healthcare professional (hcp) who reported that the redness was first observed between (B)(6) and had been ongoing intermittently since then. An infection at the pump site was confirmed and noted to be ¿coag (-) staph¿. Edema and erythema were noted on exam as well as pinhole dehiscence. An x-ray and CT scan were completed and there was no abscess noted on diagnostic imaging. Antibiotics were prescribed and follow-up appointments to monitor. As of the date of this report, the patient was still having intermittent symptoms and receiving intravenous antibiotics. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal infumorph (concentration and dose unknown) via an implanted pump for non-malignant pain, failed back surgery syndrome, and other chronic/intract pain (trunk/limbs). It was reported the skin around the pump was red and they thought it was infected. It was noted no one would fill the pump because no one could be sure they would not give him spinal meningitis again, like two years ago {refer to manufacturing report # 3004209178-2019-23640 regarding previous infection two years ago}. It was reported ¿it was putting the bacteria through the skin into the pump which would then end up in the spinal fluid.¿ the patient was redirected to the healthcare provider (hcp) to discuss the redness. The event date was 2019 (specific date not reported). It was also reported the patient was on such a low dose it would last until 2021 and it was an operational dose. The patient had infumorph since 1996. It was also reported the pump was the only thing that relieves the pain level in his back. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was explanted in (B)(6) 2019.